Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer¿s blood glucose (bg) level was not impacted. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin. The customer changed all their pump supplies and successfully delivered the additional correction bolus.